Event description:
Caller reported a cgm error 42 related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset and assisted the caller through the process. After the reset, the pump did not display the cgm error code again.